Event description:
New information notes that the patient underwent coronary angiogram which revealed non-obstructive coronary disease and echo which revealed left ventricular ejection fraction ( lvef ) of 15%. Patient has history of complete heart block with a dual chamber pacemaker. Patient presented for upgrade of his dual chamber.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a standard device. During the procedure, the physician noticed some damage to the insulation on the atrial lead. There had been no previous issues with the lead and there had been no reason to think that it was not functioning properly. All lead parameters were stable and within normal ranges. However, the decision was made to also explant and replace the ra lead. The patient condition is stable.

Manufacturer narrative:
External insulation abrasion was noted at 16.4cm to 17.2cm from the connector pin consistent with lead friction to the ICD can. The lead was otherwise normal.